Event description:
The pt reportedly experienced sound quality issues and overly sound stimulation. External equipment was exchanged and programming was performed. However, the problem was not resolved. Surgery to explant the pt's device has been scheduled.